Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. (See updated section h6) the device was evaluated by olympus. The evaluation found that the power turned on, but error message e105 occurred, so the image could not be confirmed. The following issues were discovered during the device evaluation: corrosion was found in the video connector; the scope socket was rattling; the chassis had deformation; the top cover had deformation; the front panel was cracked; and the battery consumption had run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that sometimes during the rainy season, the video system center would not turn on easily. Additionally, the color on the display image would sometimes turn purple. No patient injury or procedure impact was reported. The same request for repair was made in the past, but it was returned unrepaired to the customer because the issue could not be reproduced.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.